Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. The customer has not requested getinge service at the moment. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) did not work, and that the power cord was attached and nothing happened. There was no physical damage. The customer received the iabp product with manufacturing date of 2016. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.